Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 200 mg/dl. The customer stated that he had gotten a battery out limit but he can't clear the alarm as the keypad is unresponsive. The customer stated that there is possible moisture outside and possible got moisture on it. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with frozen screen after boot up due to moisture damage on all the electronic assemblies noted. Moisture damage was also found on the keypad traces noted. Unable to perform displacement, operating currents measurements and off no power tests due to frozen screen. Unable to verify button keypad unresponsive due to frozen screen. The insulin pump had cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.